Event description:
An attempt was made to deploy a 3.0mm diameter x 30mm length endeavor rx drug-eluting coronary stent into a pt. The target lesion, located in the rca #3, was described as moderately tortuous, with no calcification exhibiting 90% stenosis. It is reported that blood was confirmed inside the indeflator during indeflation prior to stent deployment. The physician felt less secure and quit using the relevant device. Another endeavor rx drug-eluting coronary stent was used to complete the procedure. The pt is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The stent was positioned on the balloon between the inner shaft marker bands and balloon pillows. Blood residue was evident between the balloon folds. A clear liquid was present in the balloon and the inflation lumen. There was no major damage noted to the shaft, balloon or stent of the device. When an attempt was made to inflate the balloon, a leak was noted in the proximal balloon and the balloon would not retain pressure. Upon investigation, a small hole was noted along a scratch in the balloon material proximal to the proximal stent on the pillow. As the damage appeared to be located on a balloon fold this would indicate that the balloon material was most likely damaged during advancement of the device into the pt possibly due to the vessel morphology which was reported as being 90% stenotic. It is unk if the physician performed a negative prep on the device prior to use; however, the event description appear to indicate that a negative prep was performed on the device prior to stent deployment in the pt is contraindicated in the endeavor rx IFU. The device has not been identified to be the root cause of the event. The root cause of the event was most likely the pt morphology coupled with the incorrect technique used during the procedure.

Manufacturer narrative:
(B)(4). Eval results: (negative prep was performed on the device prior to stent deployment in the pt). Results/conclusion: (90% stenosis).